Manufacturer narrative:
This spontaneous case describes the occurrence of death ("death") and medical device removal ("removal of organs") in a female patients who had essure inserted. Additional non-serious events are detailed below. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced nervous system disorder ("nervous system disorder"), cardiovascular disorder ("cardiovascular disorder"), endocrine disorder ("endocrine disorder") and musculoskeletal disorder ("musculoskeletal disorders") and underwent medical device removal (seriousness criterion intervention required). The patients were treated with surgery (removal of organs). Death occurred on an unknown date. At the time of death, the outcomes for cardiovascular disorder, endocrine disorder and musculoskeletal disorder were unknown. No causality assessment was received for essure with regard to nervous system disorder, cardiovascular disorder, endocrine disorder, musculoskeletal disorder, medical device removal or death. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-may-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of death ("death") and medical device removal ("removal of organs") in a female patients who had essure inserted. Additional non-serious events are detailed below. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced nervous system disorder ("nervous system disorder"), cardiovascular disorder ("cardiovascular disorder"), endocrine disorder ("endocrine disorder") and musculoskeletal disorder ("musculoskeletal disorders") and underwent medical device removal (seriousness criterion intervention required). The patients were treated with surgery (removal of organs). Death occurred on an unknown date. At the time of death, the outcomes for cardiovascular disorder, endocrine disorder and musculoskeletal disorder were unknown. No causality assessment was received for essure with regard to nervous system disorder, cardiovascular disorder, endocrine disorder, musculoskeletal disorder, medical device removal or death. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.